Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician reported sometimes experiencing air in line alarms without visible air noted in the IV tubing. For troubleshooting, the user would re-prime the IV tubing and if the alarm continues, the pump module would be changed. This was reported to bd representatives during site visit. There was patient involvement but no harm.